Manufacturer narrative:
Due to character limitations in e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had an ic chip broken on the backplane pcb when the reservoir was removed during preventive maintenance. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.